Event description:
It was reported that during a sleeve gastrectomy procedure on the second firing with a green cartridge, the cutline was complete. The proximal staples deployed and formed in the proper b form shape. The distal staples did not deploy, they were sticking out of the cartridge. The gastric pouch was open at the distal end and bleeding occurred, about 30cc. No transfusion was needed. Another device and green cartridge was pulled to close the gastric pouch and stop the bleeding. The device was fired four more times to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? Yes if so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Cartridge; one piece sled. One (B)(4) device was returned in good visual conditions and with an (B)(4) cartridge present. Upon evaluation, the deformation seen at the proximal end of the staple cartridge, if physically present, has the appearance similar to that a hard object being trapped between the jaws could make. This could have been a crotch staple from the first firing, or a staple that was not flushed out of the device throat during cleaning between firings. Additionally, the far side cartridge half rotation/rolling outward are something we might see when firing over excessively thick and/or dense tissue. In this case the combination of tissue thickness and buttressing might have exceeded the design limits. There is the possibility that a combination buttressing, tissue thickness and a migrant staple or two when compressed and driven forward with the knife generated resistance forces large enough to collapse the cartridge sidewall trapping the drivers causing the cartridge rotation pushing the side wall into the knife path. Based on the evidence observed in the attached photograph, a root cause could not be determined. What is evident is the staple cartridge experienced some extreme forces during firing resulting in a non- hemostatic staple line. If I was to speculate, it would be that a combination of factors including tissue thickness, buttressing material and possibly a migrant staple or two were involved. The compressing of the tissue and buttressing coupled with driving the knife forward through a combination of these factors may have generated forces beyond the specification limits of the staple cartridge and device.